Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, upon removal of the plunger, the suture was not attached. A guide wire was reinserted and the device was removed. Another proglide device was inserted into the anatomy. The sutures were successfully deployed and the knot delivered; however, hemostasis was not satisfactory. A sheath was reinserted and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The reported cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. The needle trajectory can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the needle trajectory is verified and functionally tested. The reported lot met lot acceptance specification. The review of the device lot history record did not reveal any anomalies during the lot build. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. The user was reportedly trained in the use of the proglide device. There is no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue, such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The vessel was reportedly without calcification and appeared suitable to the user, who is reportedly trained in the use of the proglide device. There is no indication that anatomical conditions may have influenced this experience. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had influence on the reported experience; therefore, a cause of this event cannot be determined by the reported information. A review of the finished device lot history records concluded the in-process yields associated with the needle and needle alignment during manufacture of this lot were within the expected ranges, which is an indication that there was no adverse quality or manufacturing trend associated with the manufacture of this lot. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch report.